Event description:
It was reported that a user of the ilet with cd infusion sets experienced difficulty completing a full supply change and was unable to see insulin drops due to failing to perform the rewind step, resulting in prolonged disconnection from the pump and subsequent hyperglycemia with a blood glucose of 300 mg/dl. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery with restoration after successful troubleshooting. Investigation included telephone troubleshooting and user education. Investigation of this case revealed user error related to failure to rewind prior to cartridge and infusion set change, with resolution after proper rewind and re-priming steps. It was concluded that the device functioned as designed and that the event was attributable to use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.